Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer device had been disconnecting sporadically. A field service engineer had replaced the bioid for the login issue, as well as the ethernet cable and universal serial bus cable on the medbank pc. The customer tested and was able to access all drawers without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It had been reported by the customer that when using the bd pyxis¿ medbank mini drawer device was disconnecting sporadically. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.